Event description:
A distributor reported on behalf of a user facility that during a diagnostic endobronchial ultrasound the evis eus ultrasound bronchofibervideoscope had a b30 error. When the scope was plugged into the towers, there was no signal. The procedure was unable to be completed as there was no other scope available; it was canceled and rescheduled. There was a procedural delay of an unknown time while the patient was under anesthesia. The reporter did not know if there was any adverse effect to the patient or any intervention during the delay.